Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2012 and a mesh was implanted. The patient underwent another recurrent hernia repair surgery on (B)(6) 2016 and a mesh was implanted. On (B)(6) 2016 the patient had a mesh removal surgery, due to adhesions and infection. It was reported that the patient continues to experience pain, nausea, diarrhea, inflammation, loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (b(4) 2018

Manufacturer narrative:
Date sent to FDA: 7/1/2019.